Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2017 at 9:00pm. The patient manages his diabetes with oral medications, diet and exercise and reported that on (B)(6) 2017, 6:00am he took more food/drink in response to the alleged product issue. The patient reported that on (B)(6) 2017. 9:00am he developed the symptoms of ¿thirst and frequent urination¿. The patient reported self-treating by consuming some water. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. The patient carried out the correct testing steps and the correct test strips were being used. There was no misuse of the product. When the patient pressed the power button the error 2 message did not appear. After walking the patient through a retest, the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.